Event description:
A (B)(6) patient contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn(B)(4) is underway. The reported problem (service code 204) was confirmed. As received, the belt failed incoming testing. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective belt. The patient was issued a replacement electrode belt.